Event description:
Boston scientific received information that during a follow up out of range pace impedance measurements were revealed on the right atrial (ra) lead in the unipolar and bipolar configuration. A review of the episodes noted some no sensing as well as undersensing episodes. Noise on both the right atrial and right ventricular channels was also noted, with an increase in right ventricular (rv) lead pacing thresholds. An x-ray was performed and no obvious issue with the lead or a connection issue was evident. A review of case was requested to boston scientific technical services (ts). Ts confirmed high out of range pacing impedance measurements on the ra lead. A possible ra lead fracture was discussed, but not confirmed. It was noted that the device was reprogrammed to vvir pacing and further evaluation would be performed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time this investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
Addition information noted that there were clots in the left atrium which does not allow to perform sinus rhythm restoration. An x-ray confirmed an ra lead fracture in the subclavian region. The patient continues to be monitored.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.